Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a cardioblate lp standalone, it was reported that an atrial fibrillation ablation forceps was installed and prefilled in accordance with the specifications. The customer adjusted the saline pressure bag to 300mmhgand the liquid flowed smoothly from the gauze at the end of the forceps. During the procedure, a high impedance alarm occurred and the g2 host kept prompting high impedance. After soaking the forceps in heparin saline, it still prompted a high impedance alarm. The customer adjusted the pressure of the pressure bag, the ablated tissue, and the clamping method and found that no water came out of the tip end of the forceps. The water came out of the rear end of the forceps. The high impedance alarm was unable to be resolved. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer was an experienced doctor who performed more than 50 atrial fibrillation surgeries every year and had more than 8 years of experience. Not long after the surgery started, a high-impedance alarm from the host occurred when the ablation reached the right atrium.